Event description:
It was reported that the air dermatome was bunching and pulling the skin and the width plates have nicks or burrs on them. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up medwatch will be submitted if the device is returned and evaluated.